Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high threshold. No intervention was performed. The lead remained implanted. No patient symptoms were reported.